Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved "15 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve" where the customer reported that the tubbing was clogged during patient use. There was a delay of 2hours before administration of a new bag for patient and financial loss of 4400 euros (chemotherapy cost). The incident occurred at the moment of administration to the patient. The medication used was sacituzumab govitecan and defects with the device before the incident were not observed no one was harmed during the incident, the tubing was refabricated and the patient received the intended dose.

Manufacturer narrative:
Received one used unit 011-h2771 ext set tubing connected to an IV bag with chemotherapy drug for inspection. No defects or anomalies noted. A syringe with fluid was used to infuse fluid through the y-clave. There was an initial resistance but then flow was established. The reported complaint can be confirmed from a lot history review. The probable cause is due to a vendor related issue. D9 - date returned to mfg: 29aug2024.

Manufacturer narrative:
The complaint on the 011-h2771 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.